Event description:
It was reported that during a rotational atherectomy treatment procedure, a guide wire fracture occurred. The 99% stenosed target lesion was located in the severely tortuous, severely calcified mid/distal right coronary artery (rca). The physician advanced a rotablator burr over a 330cm rotawire guide wire and performed one pass successfully. An attempt was made to advance the system further distal in the lesion by manipulating the wire; however, the guide wire fracture occurred. The physician attempted to cross the lesion with multiple unidentified balloons to place a stent to secure the guide wire fragment to the vessel wall unsuccessfully. The procedure was terminated with approximately 50mm of the fractured rotawire guide wire remaining in the rca as the patient is non surgical. No further complications were reported and the patients¿ status is stable.

Event description:
It was reported that during a rotational atherectomy treatment procedure, a guide wire fracture occurred. The 99% stenosed target lesion was located in the severely tortuous, severely calcified mid/distal right coronary artery (rca). The physician advanced a rotablator burr over a 330cm rotawire guide wire and performed one pass successfully. An attempt was made to advance the system further distal in the lesion by manipulating the wire; however, the guide wire fracture occurred. The physician attempted to cross the lesion with multiple unidentified balloons to place a stent to secure the guide wire fragment to the vessel wall unsuccessfully. The procedure was terminated with approximately 50mm of the fractured rotawire guide wire remaining in the rca as the patient is non surgical. No further complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Device evaluated my manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).